Event description:
According to the information received on 14-feb-2022, a patient was injected on (B)(6) 2022 with a rha 4 product to each cheek. During the injection, the patient felt intermittent headache pain, which lasted for a few days. As corrective treatment she was recommended to take tylenol. Instantly after the injection, the patient experienced considerable bruising and was prescribed arnica gel. In addition, that same afternoon, the patient experienced blurred vision in both eyes, which lasted all day and improved in the next morning. The patient also reported some weakness all over the body, tingling in the arms, as well as tiredness. The patient was concerned that this might be a stroke but the diagnosis was not confirmed by a healthcare professional. The patient was recovering from the bruising, the weakness and the tinglings and recovered from the blurred vision. Final : following internal discussions with a us medical expert, this case was downgraded to non-serious. Indeed, the event of stroke is the patient's subjective assumption and was not confirmed by any hcp.

Manufacturer narrative:
Additional MFR narrative: despite several attempts the batch number could not be obtained.

Manufacturer narrative:
Further attempts will be made to obtain the batch number.

Event description:
According to the information received on 14-feb-2022, a patient was injected on 11-feb-2022 with a rha 4 product to each cheek. During the injection, the patient felt intermittent headache pain, which lasted for a few days. As corrective treatment she was recommended to take tylenol. Instantly after the injection, the patient experienced considerable bruising and was prescribed arnica gel. In addition, that same afternoon, the patient experienced blurred vision in both eyes, which lasted all day and improved in the next morning. The patient also reported some weakness all over the body, tingling in the arms, as well as tiredness. The patient was concerned that this might be a stroke but the diagnosis was not confirmed by a healthcare professional. The patient was recovering from the bruising, the weakness and the tingling and recovered from the blurred vision.